Event description:
It was reported that during a da vinci surgical procedure to excise a tongue lesion, the maryland dissector instrument had cuts in the housing. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the distal end of the main tube had various scratch marks with light material removal. The scratches were .023 - .098 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.